Manufacturer narrative:
(B)(4). Concomitant medical products: additional. B5: describe event or problem: correction. D4 lot no: correction. D: primary UDI number: correction: please remove: (10)5364476. H2: additional/correction. H6: type of investigation: correction: please remove: 3331 and replace with 4119.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.